Event description:
Edwared received information that an "unknown plastic particulate" was found on the cannula during incoming inspection.

Manufacturer narrative:
The device was returned and the observation was confirmed. As received, particulate was loose in the lumen. The particulate was analyzed and determined to be nf+ qualcrimp fibers, a polyester material used in the manufacturing process. Manufacturing records were reviewed and there were no related manufacturing non-conformances. A CAPA was opened to address root cause and corrective actions for loose particulate. The instructions for use remain correct and appropriate at this time. Trends will continue to be monitored through the use of edwards quality systems.